Event description:
Incomplete medical records were received from the pt's family after requested by gore. The recitation of events in this medwatch supplement report is based entirely upon gore's interpretation of statements in those medical records. In 2001, pt was implanted with gore-tex vascular graft (#1) in the left upper arm for dialysis access. The graft developed stenosis which was angioplastied; however, continued stenosis resulted in continued poor function of the graft. In 2002, gore-tex vascular graft (#2) was implanted in the right upper arm for dialysis access. On (B)(6) 2002, the pt was implanted with a 10mm thin-walled fep ringed gore-tex vascular graft with removable rings (#3) in a right bypass procedure. Because of superior vena cava syndrome and inadequate bilateral arteriovenous graft function. This graft remained functional for more than seven years. On (B)(6) 2002, the left upper arm gore-tex vascular graft (#1) was ligated. On (B)(6)2009, reportedly, the pt's hemodialysis catheter was accidently pulled out, with records indicating approx 300ml of blood loss; however, bleeding was controlled with a pressure dressing and the pt was in no distress and had normal vital signs. Subsequent operative notes report that the pt suffered "bleeding from a needle puncture in the dialysis graft" (#2). Pt was admitted to the hospital from the emergency department, and no active bleeding was noted at that time. Both the bypass graft (#3) and the right upper arm arteriovenous graft (#2) were thrombosed and the right upper arm arteriovenous graft (#2) was noted to contain multiple large pseudoaneurysms. A thrombectomy could not be performed due to the pseudoaneurysm and the graft remained thrombosed. A thin-walled fep ringed gore-tex stretch vascular graft with removable rings (#4) was implanted in the right upper arm to restore arteriovenous access. During and after this procedure, the pt became hypotensive and was placed on life support measures including mechanical ventilation and medical management. The pt was found to have lactic acidosis, ischemic bowel, and brain edema. On (B)(6)2009, the pt continued to decline in health and developed hypoglycemia and continued hypotension despite medications. She became comatose and unresponsive. On (B)(6)2009, the pt developed cardiac arrest and expired. No autopsy was noted on the medical records and no death summary has been sent to gore.

Manufacturer narrative:
The investigation is currently in process. We are reporting on device #4 based on our further review of the medical records. We are reporting out of an abundance of caution, although the allegation of deficiency of device #4 was unclear.